Event description:
Rn opened kurin blood culture collection set and attachment device was found to be shattered w/ [with] the needle collection system exposed and posed potential for a needle stick.

Manufacturer narrative:
Review of the product DHR did not turn up any nonconforming issues during manufacturing. Affected device was not returned for evaluation. No additional investigation could be conducted. The root cause was undetermined.